Event description:
A customer reported a complaint of high readings on their precision xtra/optium meter. The customer obtained a reading of 102mg/dl at 03:27am and lost consciousness. The customer went to the ER within 30 minutes. A laboratory reading of 30mg/dl was obtained at the hospital. The customer's meter has been requested for investigation. The test strips are not available.

Manufacturer narrative:
Product testing on the returned meter did not confirm the readings complaint. All results were within range specifications during control solution testing and no errors were observed.